Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history for strip lot 371283ar was performed and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller (end user) alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2016, inratio inr: 1.4, laboratory inr: 2.4. Therapeutic range: 2.0 - 3.0. The time between testing was less than three (3) hours. There was no reported adverse patient sequela. There was no additional information provided.